Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of data log confirmed the reported intermittent "y" icon. However reported fault could not be reproduced.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter was giving intermittent out of range signals.